Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported this morning they turned it off when they went to the gym, and when they came back it showed no 'discharge for overnight' and they can't feel the stimulation. Pt said the controller was fully charged. Pt stated they are in group c, stimulation was on and they already tried to increase the intensity. Agent instructed pt to switch to a different group. Pt tried group b and adjusted the intensity in program from 4.1 to 4.7 but still no stimulation. Agent reviewed information. Agent redirected pt to their hcp to further address the issue.